Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was not working on the night of (B)(6) 2017. No patient symptoms were reported. No further complications were reported or anticipated.